Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 80% stenosed, severely calcified mid right coronary artery (rca) and a 71% stenosed, severely calcified mid left anterior descending artery (lad). Three low speed treatments were performed on the mid lad. Four low speed treatments were performed and one high speed treatment was performed on the mid rca. There were no device deficiencies noted during the procedure. There were no patient complications related to orbital atherectomy noted during the procedure. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device possibly contributed to a myocardial infarction, as side branch occlusion was observed.

Manufacturer narrative:
H6: correction to add code 2422. H6: codes 4118, 3233, and 11 no longer apply. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, obstruction/occlusion and serious injury appears to be related to operational context. In this case it is likely that the reported patient myocardial infarction, obstruction/occlusion and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Ecl-165-032 - it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 80% stenosed, severely calcified mid right coronary artery (rca) and a 71% stenosed, severely calcified mid left anterior descending artery (lad). Three low speed treatments were performed on the mid lad. Four low speed treatments were performed and one high speed treatment was performed on the mid rca. There were no device deficiencies noted during the procedure. There were no patient complications related to orbital atherectomy noted during the procedure. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device possibly contributed to a myocardial infarction, as side branch occlusion was observed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.